Manufacturer narrative:
As the patient was in a sinus rhythm, the device was electively programmed to unipolar pacing mode. Measurements in unipolar mode were acceptable, and the physician decided to take no further action than routine follow-ups. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this system had a right ventricular (rv) pacing impedance measurement greater than 2500 ohms. An increased pacing threshold was also observed. It was suspected the lead had fractured. No adverse patient effects were reported.

Event description:
Further information was received that no pacing or sensing could be established with this lead.

Manufacturer narrative:
A revision procedure will be scheduled.